Event description:
Caller states that for patient 1, device read 4.8 inr while second device read 3.4 inr during duplicate testing. Caller states that a lab taken returned with a result of 3.3 inr. Caller also reports for patient 2, first device read 2.3 inr while the second device read 1.7. A lab taken returned with a result of 1.5 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Strip lot used for 2.3 inr/1.7 inr comparison: 363a, 1/31/08.